Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device kept prompting "connect electrodes" when the defibrillation electrodes had already been applied to the patient. In this state, defibrillation therapy would not be able to be provided, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the device data and determined that the device was powered on and the pads impedance dropped significantly on (B)(6) 2020, but the impedance was still too high to be detected as a patient load. The resistive impedance value dropped down to 350.6 ohms and reactive impedance dropped down to 306.8 ohms. The device's ability to measure impedance and device was able to accurately measure impedance was tested. The electrode tray used during the patient event was not returned, so no analysis could be performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device kept prompting "connect electrodes" when the defibrillation electrodes had already been applied to the patient. In this state, defibrillation therapy would not be able to be provided, if needed. There was no report of patient harm associated with the reported event.